Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the reported issue.

Event description:
Consumer reported upon removal the string pulled out of a tampon leaving the tampon inside. She went to her gynecologist for removal of the tampon. Tampon was removed successfully and she was feeling fine.